Manufacturer narrative:
The pump has not been returned to animas. If the device is returned; an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the ok keypad button has been intermittently unresponsive for the past month. She noted that the button feels flat and does not spring back when pressed. The family member confirmed that the rubber keypad is intact; denied exposing the pump to water and cleaning products; and stated that the patient wears the pump in her pants pocket.